Event description:
It was reported from poland that the saw-holder device disconnected from the battery oscillator device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: d10. Concomitant med products and therapy dates: attachment device ((B)(6) 2024). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition that the device broke apart - the saw-holder device disconnected from the battery oscillator device was confirmed. An assessment was performed, and it was determined that the saw head fell off. Due to the fell off saw head other test steps could not be performed. Furthermore, it was found that the triggers were not moving smooth. It was further determined that the device failed pretest for check positioning of the saw head, check for sticky trigger, and check the function of the device. The most probable root cause for the loose knob is linked to a design related issue and is covered under a CAPA. The most probable root cause for the other failures can be traced to normal wear.